Manufacturer narrative:
A3b) patient gender - not available from facility. A6) patient race - not available from facility. D4) device serial number - not available from the facility. H3) the device was discarded, thus no device evaluation could be completed. H6) perforation of vessels is a known risk of complication with use of the elca device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A coronary atherectomy procedure commenced to treat a plaque lesion in the left anterior descending (lad) artery. Multiple devices (spectranetics elca coronary laser atherectomy catheter, philips omniwire pressure guide wire, philips eagle eye platinum ivus catheter, philips angiosculpt scoring balloon catheter, terumo 0.014 runthrough guidewire, terumo 6f introducer sheath, and medtronic 6f guide catheter) were used to treat the patient. During use of the elca catheter, a perforation was noted in the lad. Rescue efforts began immediately, including an abbott graftmaster coronary stent graft system, a balloon to seal the perforation, and surgical treatment. The patient survived the procedure. This report captures the elca in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.